Manufacturer narrative:
Correcting the MFR report number due to a typo this was originally submitted as 9610805-2018-00065 (B)(6) 2018. This report is being submitted retrospectively per FDA request. The information not required at time of initial submission was entered due to submission form updates.

Event description:
It was reported a screw head broke off. The threads of the screw remained in the patient.